Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to  the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 448 mg/dl. The customer indicated that they ate food that they shouldn't have and this raised their blood glucose. Customer declined to troubleshoot. The product was not returned for analysis.